Event description:
It was reported that the patient's system is showing high impedances. Patient underwent surgical intervention on (B)(6) 2023 in which a new lead was tested on the ipg connection port and the issue persisted. Further intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.